Event description:
It was reported that the neutral connector in the energy shield monitor (esm) was damaged on a single port da vinci system. The pin on the left side had slide into the esm housing and did not connect well anymore. The system is not for human use (nfhu).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced energy shield monitor (esm). The system was tested and verified as ready for use. As of the date of this report, the esm has not yet been received by isi for evaluation.